Event description:
A report from the USA revealed that the outer hose is coming apart. It is known that the device was not related to surgery, however, there was no information about any pt or user injuries. There was no additional information provided.

Manufacturer narrative:
The device, an xmax motor w/ custom hose, was received by depuy synthes power tools, for evaluation. Once the evaluation has been completed or if any additional information is provided, a supplemental MDR will be sent. (B)(4).